Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, both the right ventricular (rv) and right atrial (ra) lead pulled back and dislodged. Both pacing leads were initially repositioned and eventually explanted and the rv lead replaced. No patient complications have been reported as a result of this event.